Event description:
This male patient had three cypher stents implanted in his left anterior descending artery and 1st diagonal branch during two procedures performed two times in 2004. The stents were implanted following an acute myocardial infraction. Plavix was prescribed for three months post implantation. The patient suffered subsequent in-stent thrombosis and myocardial infarction; the date was not provided. Please note that the products are not available for testing and evaluation. Additional information is not currently available.

Manufacturer narrative:
This male patient of unknown age and medical history experienced a thrombotic event and a myocardial infarction after implantation of three cypher stents. The indication of the index procedure was acute myocardial infarction. The IFU indicates that the safety and effectiveness of this product has not yet been established in patients with a recent acute myocardial infarction where there is evidence of thrombus or poor flow. Percutaneous coronary intervention was performed in the left anterior descending (lad) coronary artery and first diagonal branch during two separate procedures approximately 5 years ago. Description of the vessels such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, stenting technique used and intra-procedure medications used. Three cypher stents of unknown length and diameter, unknown lot numbers and unknown expiration dates, were deployed at unknown pressures. The exact location of the stents was unknown. Post dilation of stents was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. Plavix was prescribed for three months post implantation. At an unknown time post index procedure, the patient experienced a thrombotic event and myocardial infarction. No additional information was available. The products remained implanted in the patient and are thus not available for evaluation. A device history record (DHR) review could not be conducted because the lot numbers of the products were not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. The IFU indicates that patients should receive clopidogrel or ticlopidine for at least 2 months post procedure, and aspirin indefinitely. Since the relative risk of stent thrombosis with cypher stent is equivalent to that of a bare metal stent, the physician should use best clinical judgement in determining the need for a more extended duration of antiplatelet therapy in high-risk groups, as they would when using a bare metal stent. With such limited patient and procedural information available for review, the lack of availability of the product's lot numbers to perform a DHR review and the unavailability of the products to analyze, it is not possible to determine what factors may have contributed to these events.